Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/01/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. There were no visual defects observed on the intact cannula or intact c-ring. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(6)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 5000 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005, step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was confirmed. A manufacturing engineering evaluation was conducted. The reported failure of "improper flow or infusion" was not confirmed. A syringe was filled with 50cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 50cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 50cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 50cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. The luer lock valve and the insufflation tubing near the main seal was inspected. There were no defects detected. See figures 1 and 2. The open end of the insufflation tubing was also inspected and there was no visible obstruction. See figure 3. Based on the manufacturing engineering evaluation results, the reported failure "improper flow or infusion" was not confirmed.see attached manufacturing engineering evaluation memo. The lot # 3000473087 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 co2 not passing though hemopro2 harvesting tool.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d9, e1-name, email, e2, e3, g3, g6, h2, h3, h6, h11. Corrected section: d9, h6 patient code changed to 4582; impact code changed to 2199. The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure, the vasoview hemopro 2 co2 not passing though hemopro2 harvesting tool. Another device was used to complete the procedure. There were no effects to the patient. Related complaint to (B)(4).